Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display and no missing segments/partial display noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer had blank display. The customer's blood glucose level was unknown. Troubleshoot was conducted and the display remained blank. The customer was advised the pump would be replaced and returned for analysis.